Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. A review of the data confirmed that the growth curves for the alleged reactive samples were robust and sigmoidal, indicating true viral target amplification. Internal controls, as well as positive control targets, were also robust and sigmoidal, further supporting proper assay performance. The most likely cause of the discrepant results was identified as contamination of the alleged samples due to sub-optimal sample handling. Each of the alleged samples was tested in a run where a strong-reactive sample for the respective target was present. Non-specific amplification was deemed unlikely based on the growth curve analysis. Additionally, no issues related to the reagent kit lot h10413 were identified during the investigation. The device remains in operation at the customer site. The customer was advised to ensure adherence to optimal sample and reagent handling workflows, as well as daily, weekly, and monthly cleaning practices.

Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The allegation involves multiple samples tested since (B)(6) 2022. Sample (B)(6) was hbv reactive for nucleic acid testing (nat), serology non-reactive, and repeat nat non-reactive. The same sample was hiv non-reactive for nat, serology reactive, and repeat nat non-reactive. Sample (B)(6) was hbv reactive for nat, serology non-reactive, and repeat nat non-reactive. The same sample was hcv non-reactive for nat, serology reactive, and repeat nat non-reactive. Sample (B)(6) was hiv reactive for nat, serology non-reactive, and repeat nat non-reactive. The same sample was hcv non-reactive for nat, serology reactive, and repeat nat non-reactive. Sample (B)(6) was hiv reactive for nat, serology non-reactive, and repeat nat non-reactive. The same sample was hcv non-reactive for nat, serology reactive, and repeat nat non-reactive. Sample (B)(6) was hiv reactive for nat, serology non-reactive, and repeat nat non-reactive. Sample (B)(6) was hbv reactive for nat, serology non-reactive, and repeat nat non-reactive. The same sample was hcv non-reactive for nat, serology reactive, and repeat nat non-reactive. In all cases, the blood donations were not used.